Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on right side micro-insert looks like it is splitting or breaking') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported from social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-apr-2020: quality safety evaluation of ptc. After internal review: adverse event nos was changed to breakage. Case became valid and serious-incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.